Event description:
It was reported that the device was used during a hemorrhoidectomy. When the surgeon fired the stapler it was noted that there was no crunch or tactile feedback to indicate adequate firing of the stapler. Upon removing the stapler the line was checked and approximately 1/2 of the staples were not formed correctly. Surgeon used cauterization, artery forceps, and sutures to excise the remaining hemorrhoids.